Event description:
A distributor reported on behalf of a heathcare facility in japan, via a fisher & paykel (f&p) healthcare field representative, that the connector between the chamber and the inspiratory limb of a rt380 adult dual heated evaqua2 breathing circuit was loose and disconnected easily. This was identified prior to patient use.

Manufacturer narrative:
(B)(4). Method: the subject rt380 adult dual heated evaqua2 breathing circuit was received at fisher & paykel healthcare in new zealand for evaluation, where it was visually inspected and analysed. Results: visual inspection of the returned rt380 adult dual heated evaqua2 breathing circuit confirmed that the inspiratory limb had a gap between the tube and elbow connector. Ftir analysis was completed and the circuit was compared with an unused circuit sample. This analysis indicated that the returned circuit appears to have been subjected to some form of cleaning process since it's manufacture. Further information was requested from the healthcare facility regarding re-use or reprocessing of the subject device however no further information was provided. Conclusion: based on our investigation, it is possible that the loose connector may have been caused by the cleaning or reprocessing of the device. All rt380 adult dual-heated evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production and those that fail are rejected. The subject circuit would have met the required specifications at the time of production. The user instructions that accompany the rt380 breathing circuit state: - "do not reuse this product. Reuse may result in transmission of infectious substances, interruption to treatment, serious harm or death." - "do not soak, wash, sterilize or reuse this product. Avoid contact with chemicals, cleaning agents or hand sanitizers." - "do not use medications containing tyloxapol (such as tacholiquin) as this may damage the tubing and lead to a loss of ventilation pressure." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Manufacturer narrative:
(B)(4). We are currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a heathcare facility in japan, via a fisher & paykel (f&p) healthcare field representative, that the connector between the chamber and the inspiratory limb of a rt380 adult dual heated evaqua2 breathing circuit was loose and disconnected easily. This was identified prior to patient use.